Manufacturer narrative:
H6 type of investigation code was updated as additional information was received that the impella pump was discarded by the hospital once it was explanted.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in an 81-year-old female patient undergoing high-risk percutaneous coronary intervention (hrpci). The patient¿s medical history was notable for coronary artery disease and renal insufficiency. During support, bleeding was observed at the femoral access site, requiring multiple dressing changes. According to the bedside registered nurse, the patient¿s heparin infusion was supratherapeutic at the time, and angle matching had not been properly demonstrated during the prior shift. Per the day-shift nurse, once the heparin infusion was held and appropriate angle matching was performed, the bleeding decreased significantly. Education on angle matching and proper dressing technique was reinforced with nursing staff. The patient remained clinically stable and survived to device explant. The reported event is a major access-site bleed requiring hemostasis. Access-site bleeding is a known risk associated with large-bore arterial access and the anticoagulation and purge requirements necessary for impella support, as described in the instructions for use. Based on the available information, the bleeding was managed with standard interventions, and it is unknown whether all recommended best practices for access-site management, anticoagulation monitoring, and dressing technique were consistently followed to mitigate the risk of bleeding.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was use related per clinical details that bleeding improved after heparin was held and angle matching was properly executed.

Manufacturer narrative:
E4: unknown h3: this was answered yes in error in the initial report. Additional information: the customer stated that the device was discarded.